Event description:
The customer reported a contained clear fluid leak from the white blood cell (wbc) bath inside a coulter ac·t diff analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/18/2015 and found clogs in pinch valves lv14 and lv15 that caused the leak. The fse cleared the clogs and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).